Event description:
It was reported via legal notification that the patient underwent left knee replacement where she was implanted with an optetrak logic psc polyethylene tibial insert. Approximately 2 years 2 months after implant, the patient had a left knee revision due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert and was implanted with another optetrak logic psc polyethylene tibial insert. It is stated that the patient experiences pain in both of her knees and will likely require re-revision surgeries in both knees to remove the optetrak devices currently implanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: 4059511 02-010-01-0220 - logic femoral ps cem left sz 2; 4059300 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 4059026 200-02-29 - three peg patella 29mm; 3840851 201-78-89 - 3"" drill bit, mod. Hex 2 pack; 4116294 204-34-02 - fluted stem extension 25l x 14 mm; 4084751 204-70-00 - tibial stem ext. Screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.